Manufacturer narrative:
D10 concomitant product: 176625 - 176625 disp endoclip lge, lot# j3c0585ny egiauxl - egiauxl endogia ultra univ xl stapler, lot# p3c0457 b12stf - b12stf bladed 12 std fix, lot# j3d0337y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic surgery, while using the clip applier, the surgeon was able to squeeze the handle, but the clip applier did not fire. When the surgeon was using the manual stapler, the green button was pressed but the handle couldn't be squeeze; the device did not fire. The seal was damaged when using the trocar. A handle device was used to resolve the issue. No patient injury.